Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The cause of the high bg the correction factor being adjusted to aggressively with out healthcare provider instruction. The delivered a correction bolus and administered a manual insulin injection to address high bg levels. Tandem technical support performed a pump system check and determined the pump functioned as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.